Event description:
Pt was receiving us/es combo sitting in a chair. The us was set at 1.6 w/cm2 and e-stim was 7. This was applied to the right ut/shoulder area when four mins into the treatment an audible "pop" was heard and the pt felt an instant burning sensation at the medial superio-scap border. Treatment was stopped immediately.